Event description:
The customer reported that the system displayed a charger fail error on boot up. This error message will prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. The batteries and charger circuit board were replaced. The system was then found to be operating as intended.